Manufacturer narrative:
The navio bone screw driver, part number pfsr110164, intended for use in treatment was not returned for evaluation thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been due to improper connection. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the navio bone screw driver pn pfsr110164 , lot #8012614, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually and functionally confirmed. Under a magnifier it was observed cracks in the weld. Functionally, the pin driver was attached to the bone pin to intend proper operation of the component. The pin driver wouldn't engaged and rotated the bone pin. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. An historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions determined this case and associated lot or serial number is associated with capa200070 and no further action is required. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.

Event description:
It was reported that, during the set up for a navio assisted surgery, the navio bone screw driver was not accepting pin for rotation. The procedure was completed, without delay, using a alternate pin from other navio set. Patient was not harmed as consequence of this problem.